Event description:
It was reported to boston scientific corp that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2009. According to the complainant, after introducing the basket into the common bile duct for stone retrieval, the device became impacted. The physician attempted to disengage the tip; however, this maneuver was unsuccessful. The physician then managed to release the stone from the basket with difficulty. The device was then removed without incident. The stone was left inside the pt and the procedure was completed following placement of a plastic stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).